Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed,12 mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 4.0 mm in diameter mid left anterior descending artery (lad). The lesion contained >45 and <90 degrees bend. After crossing a guide wire and pre-dilatation using a 2.00 x 08 mm balloon catheter, a 3.50 x 16 mm promus element ¿ drug-eluting stent was advanced and was implanted to treat the lesion. However, while checking cine from various angles, it was noticed that there was a dissection at the distal end. Subsequently, a shorter non-bsc stent was used to cover the dissection and completed the procedure. No patient complications were reported and the patient's status was sable.